Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation. It was reported that the three-way stopcock from a fuhrman pleural/pneumopericardial drainage set (rpn: c-ppd-1200-childrens-082694-imh; lot#: 16120834) leaked. The drain was placed in the left axillary. After 50 ml of fluid were drained, air leaked from the 3-way stopcock. Noise was heard on inspiration, and the patient experienced pain. As a result, a moderate pneumothorax occurred, and the drain was clamped to find the leak. The 3-way stopcock and chest drainage system were removed and replaced. The patient¿s pain was relieved, and no audible leakage was detected. No other adverse effects were reported reviews of the documentation, including the complaint history, device history record, quality control procedures, specifications and instructions for use (IFU) for device were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient controls are in place to detect this failure mode prior to release. A review of the DHR for the reported complaint device lot and related subassembly lots revealed no recorded non-conformances relevant to the failure mode. A complaint history search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU, c_t_ppd-m_rev0, supplied with the device states the following in consideration of the reported failure mode: instructions for use: 9.) Advance the catheter into position. Remove the wire guide and attach the multipurpose adapter to the luer fitting on the catheter hub. Note: if the use of the three-way stopcock is elected, the three-way stopcock may be attached directly to the luer fitting on the catheter hub and the multipurpose adapter may then be attached to the three-way stopcock. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, no product returned, and the results of our investigation, it was concluded that a component failure unrelated to manufacturing deficiencies contributed to the reported event. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
D4- rpn: c-ppd-1200-childrens-082694-imh. G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the drainage catheter of a fuhrman pleural/pneumopericardial drainage set was placed in the left axillary. After 50 ml of fluid was drained, the three-way stopcock of the catheter leaked air. The drain was clamped and the leak found. The patient experienced pain, noise on inspiration, and a moderate, medium sized pneumothorax. In return, the three-way stopcock was changed, and a pleur-evac type suction system was used. No other adverse effects were reported for this incident. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received. As reported, after replacing the three-way stopcock, there was no audible leakage. The patient was relieved, and suction was effective.